Event description:
On (B)(6) 2010, pt reported the down button on the infusion device is not working correctly. Pt stated he first noticed the issue 5 days ago while he was programming a bolus. Pt reported the button will respond if he presses it very hard several times. Pt stated the button is not sticking down and pops back up when released. Pt reported no physical damage. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.